Manufacturer narrative:
The tech found the valve solenoid is old and rusted, froze up and is difficult to remove. The tech replaced the valve solenoid to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Tech alleged that the bed has no head functions. No pt impact.